Event description:
It was reported that, on an unknown date, a plum 360¿ infuser powered off unexpectedly while infusing. There was no patient harm reported.

Manufacturer narrative:
Visual and functional testing: the device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. Review of service history and event logs: we conducted a review of the device's 12-month service history, which showed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue.